Event description:
Customer reported inaccurate readings from his sensors. He also reported having severe low blood glucose that he was not aware of. The customer's blood glucose was 41 mg/dl at the time of the call. He had treated his blood glucose with a glucagon shot and juice. The customer declined to troubleshoot. The customer also reported receiving a low predicative alert informing her that her blood glucose was 90 mg/dl but she was actually 41 mg/dl. The customer was informed of the proper techniques for accurate sensor readings. No additional information provided.

Event description:
It was reported by the department of health and human services that the customer reported an adverse event on (B)(6) 2015. The customer reported a false continuous glucose monitoring reading and notification.

Manufacturer narrative:
This report is provided to supplement our original medwatch with additional event details. The additional information is found in section b5. Sections b3 and b4 have also been updated to reflect the new information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-38358.